Event description:
Patient was scheduled for a bone scan in nuclear medicine. Nuclear medicine technologist set up a whole body automatic scan tour to achieve the best resolution. Patient contact alarm went off during the test. Technologist tried to bring head 1 up because it had not followed the contour, but it would not respond. Technologist moved head 2 away and lowered the table to remove the patient. All protocols and policies were followed. Fail-safe devices on the scanner functioned as expected. No patient injury. Test was done in room 2. Service engineer was called the next day. Encoder was recalibrated and system was put back into service.